Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to pass the extended self test (est) and run ventilator for a couple of days. Covidien was not authorized to repair the unit. The customer inspected the device and could not duplicate the reported malfunction. The customer reported to have conducted final testing.